Event description:
"Patient had 170 mg/dl this morning patient took regular insulin dose, went to doctor's office and reading was 344 mg/dl. Doctor immediately gave patient 10 units of insulin. Doctor has sent patient to an endocrinologist because patient's hba1c was high and meter has indicated that readings were lower. Patient said that patient ketone level is also high. Patient feels that meter has caused patient to believe that patient was doing fine when in fact patient has been running high and is now having problems. Time difference between the 170 mg/dl on patient's meter and the 344 mg/dl on doctor's meter was 21-30 minutes." No further information has been reported.